Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since the device change out the superior vena cava (svc) lead impedance warning triggered due to intermittently high impedance. The device is still in use. No patient complications have been reported as a result of this event.